Manufacturer narrative:
On 24 august 2017 the r&d project manager performed a visual inspection of the retrieved screw and commented as follows: the screw is found broken in correspondence to the second threads of its threaded shaft. This corresponds to the part of the screw that sticks out from the baseplate. The remaining part of the screw is not available since left inside the tibia baseplate. The part of the screw removed by arthroscopy is not damaged. The screw was most likely found into the insert and not loosened in the joint. We can so suppose that the articular surface of the femur and the insert have not been damaged by the screw.

Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: only the screw of the inlay is available for investigation. The implants have been taken out successfully. Batch reviews performed on (B)(6) 2017. Lot 143009: (B)(4) items manufactured and released on 16 july 2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the same lot. Gmk-hinge extension stem - cemented ø 16 l 105, code 02.07.fsc16105, lot. 153084 (k120790) (B)(4) items manufactured and released on 21 september 2015. Expiration date: 2020-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge extension stem - cemented ø 13 l 65, code 02.07.fsc13065, lot. 154981 (k120790) (B)(4) items manufactured and released on 26 october 2015. Expiration date: 2020-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge femoral wedge distal size 3/4mm, code 02.07.304fdw, lot. 130766 (k102437) (B)(4) items manufactured and released on 10 april 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge offset connector 5 mm, code 02.07.0005, lot. 153101 (k102437) (B)(4) items manufactured and released on 23 november 2015. Expiration date: 2020-10-18. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-hinge fixed tibial tray size 2 left, code 02.09.4002l, lot. 154267 (k130299) (B)(4) items manufactured and released on 08 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on items of the same lot. Gmk-hinge femoral wedge posterior size 3/5mm, code 02.05.03pw, lot. 144460 (k102437) (B)(4) items manufactured and released on 01 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge femoral component size 3 left, code 02.09.2603l, lot. 153057 (k130299) (B)(4) items manufactured and released on 23 september 2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge femoral wedge posterior size 3/5mm, code 02.05.03pw, lot. 125264 (k102437) (B)(4) items manufactured and released on 29 january 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-hinge offset connector 3 mm, code 02.07.0003, lot. 155902 (k102437) (B)(4) items manufactured and released on 19 october 2015. Expiration date: 2020-10-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary patella resurfacing size 3, code 02.07.0035rp, lot. 156396 (k090988) (B)(4) items manufactured and released on 10 february 2016. Expiration date: 2021-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During a revision of gmk hinge implants due to infection, the surgeon noticed that the screw of the inlay was broken.